Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. There was no delay in the start of precleaning. During precleaning the scope insertion section was wiped, and instrument/suction channel aspirated with water. The scope air/water channel was also flushed with air and water. During manual cleaning there were no abnormalities in the accessories used for cleaning. The scope was immersed in detergent solution, and all external surfaces were wiped/brushed with clean lint free cloths/brushes. All channels were brushed and flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, zoom not working smoothly, discoloration of the objective lens observed, watertightness not maintained due to perforations in the secondary water supply channel, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, discoloration of the illumination lens, scratches on the insertion tube, curved rubber bond cracked, amount of air/water supplied insufficient due to clogging of the air/water nozzle, foreign matter clogged in the nozzle, scratches found on the tip cover, strange noise from the up/down knob, scratches on the up/down knob, scratches on the up/down/right/left angle fixing lever, scratches found on the operation part, discoloration of the operation part, scratches on the zoom lever, scratches found on the hardness adjustment ring, scratches found on the switch box, scratches found on the right/left knob, scratches found on the grip, scratches found on the universal cord, scratches on the scope connector side of the universal cord, scratches found on the scope connector, scope connector corroded, and scratches found on the scope connector joint case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lusera colonovideoscope, having out of focus when zooming and zooming on its own. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.